Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "every piece of implants was managed to remove even the implant had to cut" in (B)(6) 2017. The patient's past medical history included thyroid cancer, thyroidectomy and colectomy. Concurrent conditions included nickel sensitivity. Concomitant products included levothyroxine sodium (thyroxin). In 2015, the patient had essure inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness"), myalgia ("muscle pain"), hypoaesthesia ("numbness of soles of the feet / numbness of feet / numbness of fingers") and palpitations ("palpitation"). The patient was treated with surgery (fallopian tubes were removed). Essure was removed in(B)(6) 2017. At the time of the report, the medical device removal, fatigue, myalgia, hypoaesthesia and palpitations outcome was unknown. The reporter provided no causality assessment for fatigue, hypoaesthesia, medical device removal, myalgia and palpitations with essure. The reporter commented: she was almost unable to work due to heavy tiredness and fatigue. Her symptoms (unspecified) worsened after removal operation but otherwise she has been recovering well. The physician told that every piece of implants was managed to be removed even the implant had to cut. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 703 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.